Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the returned driving cap (03.010.475) was examined and the distal threaded tip was found to be broken off flush with the distal flange; the threaded tip was not returned. The fracture surface appeared homogeneous. Additional surface wear consistent with use was noted which would not impact device functionality. The received condition is consistent with the allegation as such the complaint is confirmed. Based on the complaint condition, it cannot be definitively determined if external factors impacted the complaint condition. Dimensional inspection: inspection of the relevant features, related to the threaded tip, was unable to be completed as the broken distal tip was not returned. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Material review: the material and hardness were reviewed as part of the DHR and were found to meet the specifications with no non-conformance noted. Conclusion the complaint condition is confirmed as the driving cap was found to have a broken threaded tip which was not returned. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.010.475, lot: 7720478, manufacturing site: bettlach, release to warehouse date: 17. Jan. 2012. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review has been requested. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a suprapatella tibia nail case the drive cap broke into two pieces at the thread shaft junction as the surgeon was hammering in the nail. The broken fragments were easily removed. The patient was not harmed and has no adverse effect. There was a one minute surgical delay. The procedure was successfully completed. Patient outcome was successful. Concomitant devices: hammer (part unknown, lot unknown, quantity 1), nail (part 04.034.643s, lot unknown, quantity unknown). This report is for one (1) driving cap. This is report 1 of 1 for (B)(4).